Event description:
New information received on (B)(6) 2020, indicates that the lead had also dislodged. The patient was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the dependent patient presented in the hospital with presyncopal symptoms. The right ventricular lead exhibited intermittent capture. The lead was capped and replaced on (B)(6) 2016.